Manufacturer narrative:
Product development investigation was completed. The report indicates that the: the 324.203, lot number l148351, 4.3mm percutaneous threaded drill guide was returned with stripped threads at the proximal end of the instrument. The threads located adjacent to the holes inside of the proximal head were observed to be stripped. This complaint is confirmed. The distal threads on the instrument were also observed to be slightly stripped. A visual inspection under 5x magnification, DHR review, and drawing review were performed as part of this investigation. Whether this complaint can be replicated at customer quality (cq) is not applicable for this complaint condition as the returned device already has stripped threads and the mating part (disengagement device) was not returned. Although a definitive root cause could not be determined, it is likely that this complaint condition was due to cross threading and/or rough handling during surgery. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient¿s date of birth and weight are not provided for reporting. Device is an instrument and is not implanted/explanted. A device history record (DHR) review was performed for 324.203 and lot # l148351: manufacturing location: (B)(4), manufacturing date: 02.nov.2016: no non conformance reports (ncrs) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The device has been received and the product evaluation is in progress. No conclusion can be drawn. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an open reduction internal fixation (orif) procedure on (B)(6) 2017, the 3 holes at the top of a 4.3mm percutaneous threaded drill guide was found to be stripped and not able to fit a disengaging device. There was another threaded drill guide available on the set. However, the surgeon had to use a smaller diameter disengagement device to complete the rest of the procedure. There was no time delay and no patient harm reported. The procedure was completed successfully. The patient status was stable. Concomitant devices reported: disengagement device (part # unknown, lot # unknown, quantity # 1) this report is for one (1) 4.3mm percutaneous threaded drill guide this is report 1 of 1 for complaint (B)(4).